Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced wound dehiscence and fistula at the inferior margin of the incision from the implantable pulse generator (ipg) implant. A wound vac has been placed and the device remains in use. No further patient complications have been reported as a result of this event.